Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was a recharging issue. The patient is charging too often. The manufacturer representative has a patient who has to charge 3-4 times per day. They are on 800, 200, and 12 milliamps. One anode, 1 cathode. It was reviewed that the manufacturer representative would have to check energy usage on the tablet. There were no patient symptoms or complications reported.

Manufacturer narrative:
Additional information was received from a manufacturer representative that only one patient had this issue. The event was already captured in regulatory report # 3007566237-2018-01040. Therefore, no additional regulatory reports will be submitted under this report number. If information is provided in the future, a supplemental report will be issued.